Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer went to urgent care with a blood glucose level of 509 mg/dl, where they were treated with intravenous fluids of saline and a manual injection. A replacement pump was sent to the customer to resolve the issue.